Event description:
It was reported that the patient presented to the emergency room with intermittent loss of pacing. Interrogation found the pulse generator to be operating at high output. The device was not at elective replacement indicator. The patient was pacemaker dependent. The pulse generator was explanted.

Manufacturer narrative:
Final analysis found the device to be in backup operation due to multiple bits being flipped. After the product code was downloaded, normal device function ensued.